Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated, turning about 90 degrees despite remaining attached at the anchor points, and partially eroded through the patient's skin. A pocket revision was performed and the device was repositioned sub-muscular. It was noted this active, (B)(6) year old patient had gained significant muscle mass since the implant procedure the year before. No additional adverse patient effects were reported.